Event description:
The user facility reported that prior to the start of a procedure, the feet of a patient were being secured into the foot traction boots. When traction was applied to the left boot, the patient's foot slipped out of the boot.

Manufacturer narrative:
A steris field service technician inspected the tenzor carbon fiber traction unit assembly used in the procedure. This is an accessory used in conjunction with the steris orthovision surgical table. The technician found no defects during his evaluation, but contacted the steris account manager for assistance in identifying any issues. A steris account manager examined photographs of the padded boot and discovered this is not the standard boot currently supplied with the tenzor carbon fiber traction unit assembly. It is a previous version of the tenzor boot, used with an older version of the traction unit assembly. It appeared that at least one of the velcro straps was not in place on the boot for support. The customer was provided information on different accessory boots that may provide more robust restraint. The customer was also provided an in-service on proper usage of padded traction boots in conjunction with the carbon fiber traction unit assembly. The steris orthovision operator's manual states: "warning - personal injury and/or equipment damage hazard: check the table orthopedic extension abductor bars, siderails and carbon fiber traction unit for possible damage or wear prior to each use. Do not use the carbon fiber traction unit if any damage is apparent, if parts are missing or if it does not operate as expected".